Event description:
The complaintant reports that following the peg placement the patient,age and gender unk,developed "buried bumper syndrome'. The device was not removed so therefore will not be returned. Despite multiple attempts to contact the phtsician the sales rep had been unable to obtain any additional information, including timeline, regarding this event and four other reported "buried bumper syndrome" cases.the physician initially stated to the sales rep that he didn't like these peg's due the "strecthing" capability of the tubing.